Event description:
It was reported that the patient presented in the emergency room experiencing dizziness and bradycardia. Upon device interrogation it was observed that the right ventricular (rv) lead exhibited high capture thresholds and failure to capture, a decrease in pacing impedance, a decrease in sensing, and an increase in defibrillation impedance. It was also observed that the right atrial (ra) lead exhibited high capture threshold, a decrease in pacing impedance and a decrease in sensing. X-ray imaging was performed and revealed a dislodgement of the rv and ra leads. The leads were explanted and replaced. The patient was in stable condition.